Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump while performing an infusion set change. The customer's blood glucose was 491 mg/dl. The customer expressed that she felt like she was going to throw up. The customer treated the high blood glucose with a manual injection. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was able to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.